Event description:
Boston scientific crm received information that the patient with this pacing system developed an infection. The system will be explanted. No other adverse patient effects were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room with a pacing rhythm of 30 beats per minute. The pulse generator could not be interrogated. It was noted that the patient electrocuted herself with 220 v at the (B) (6) 2010. This was suspected to be the reason for the pulse generator dysfunction. The device was explanted and replaced.

Manufacturer narrative:
As received the pulse generator exhibited loss of output and telemetry due to a depleted battery. The device reached end of life after two years and four months. As there was no information provided regarding parameter settings during service life, it was not possible to determine the expected longevity of the device. An external power supply was connected and the device image reviewed, showing a normal increase of battery impedance as well as a normal decrease of battery voltage. All parameters were normal.